Manufacturer narrative:
Additional information is expected. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead exhibited high, out of range pace impedance. There was loss of capture and pocket stimulation. A week later additional information was provided that the lv lead had dislodged. A revision procedure is planned. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that an invasive procedure was performed to surgically abandon the other manufacturer's left ventricular (lv) lead. The device remains in service. No adverse patient effects were reported.